Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, upon checking the air inside the body, air ingress was noted in the syringe. It was from the inguinal region to the cs and a-line. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, upon checking the air inside the body, air ingress was noted in the syringe. It was from the inguinal region to the cs and a-line. The sheath was replaced, and procedure was completed with no patient complications. The device was received for analysis.